Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a skin infection along the location of the lead implant in the head. There were no factors that led to the infection. The lead was surgically removed where the infection was located. The extension wire was left capped and implanted. The issue was resolved.